Event description:
Rptr's eyes have been permanently damaged by lasik surgery "an inherently dangerous procedure which is poorly regulated in this country." Rptr has written an article to inform others of the dangers of lasik surgery. Rptr wishes action be taken regarding a procedure that has already "caused hundreds of cases of damaged eyes throughout the country, and could cause many thousands more in the coming months. The FDA opthalmological devices panel, which has approved the procedure, is comprised of individuals who all have a stake in the lasik business, given that they all perform substantial numbers of lasik surgeries." Rptr must now go through life with a visual impairment due to a medical procedure that drs are touting without warning their pts of the inherent risks. Lasik eye surgery - one student's nightmare and a warning to others: "I once met a woman who told me how, in the 1960s, she had been one of the first people to use contact lenses. It turns out that these early versions of contact lenses blocked the flow of so much oxygen to the cornea that she was left with permanent damage to her eyes. I remember thinking that I would never commit a similar mistake by subjecting my body to any product or procedure that had not been thoroughly tested and had withstood the ultimate test - the test of time. Over the years, however, life's lessons can be forgotten or at least fade in intensity. So it was that 3 months ago I too was seduced by intensive marketing of a new procedure, overlooked the important lession I once knew, and underwent lasik surgery on my eyes in an effort to eliminate my need for eyeglasses. What follows is an overview of lasik, its benefits, the minor drawbacks you'll typically hear about, and the serious dangers of lasik surgery to people with higher degrees of nearsightedness. These dangers are becoming more widely understood by ophthalmologists who perform lasik, but many surgeons still do not recognize the dangers or clearly warn their pts about them. The lasik procedure - in lasik the surgeon cuts a 3-sided flap on the outermost layer of the eye, the epithelium. This layer is then folded back to expose the cornea, which is then subjected to a 6.5 mm laser beam which ablates tissue in order to produce a shape that will now focus light directly onto the optic nerve as opposed to in front of it (myopia) or in a distorted way (astigmatism). The flap is folded back onto the eye, and no stitches are needed because the epithelium adheres quickly to the cornea. The flap can be relifted up to a year after the initial procedure in case another lasing is needed to fine tune the results. This is usually not needed for people who previously had low to moderate prescriptions (under 4 diopters), and such people will typically see 20/20 immediately following the surgery (o diopters). But another surgery is typically needed for those who previously had prescription of over 4 diopters. The entire lasik procedure lasts only 15 mins, making it seem almost trivial. The fact that about 400,000 lasik procedures were done in 1998 and even more are expected by the end of 1999 also lends support to this conception. Lasik "treatment" vs lasik surgery - many drs and laser MFR refer to lasik as a "treatment" for myopia, thus implying that it ought to be done. In their view, the over hundred million eyeglass wearers in this country are diseased and ought to actively be seeking a cure beyond just wearing eyeglasses. This article refers to lasik as "surgery", for it is nothing less than a dangerous surgical procedure that should not be taken lightly. Most young people have never had surgery and might be unaware of how serious it is. I was unaware of the seriousness of lasik, and weighed what appeared to be a minor outpatient procedure with the enormous appeal of being rid of my glasses forever. I was never told about the lengthy recuperation process. I was not told about the dry eyes, the cloudy vision, the eye pain, the inability to read comfortably for several months, and a host of other short-term symptoms. And, worst of all, I had no idea that those with myopia of greater than 4 diopters are at substantially increased risk of permanently worse low light and night vision, double vision (known as ghosting), and haloes and starbursting around lights at night. FDA panel recommendation: the FDA has done very little to protect people from lasik. For two years the FDA essentially ignored the fact that hundreds of thousands of lasik surgeries were being done in this country. The FDA wasn't concerned about the consequences of lasik surgery as long as pts signed a waiver form acknowledging that lasik was an 'off-label" use of the laser (the intended use being prk, a relatively outdated procedure). In july of this year, the FDA finally convened a set of hearings to look into lasik a bit further. A panel of ophthalmologists met for two days and, despite the fact that many of the scientists on the panel had never performed systematic statistical studies of the consequences of lasik to high myopes, the panel recommended that lasik (as performed on the visx model c start excimer, the most popular laser for lasik) be approved by the FDA for up to 12 diopters of myopia (nearsightedness) and 4 diopters of astigmatism. In a feeble gesture of protectiveness, the panel recommended that the visx model c (star) excimer be required to have affixed to it a warning label stating that "poorer visual outcomes may be anticipated in myopia of 10 diopters and above." Furthermore, the warning label should contain a statement that "significant visual symptoms such as glare and haloes may be worse in pts with larger pupils." Exactly how a pt entering an operting room for the first time would know to look for such a warning label, particularly after having taken valium and having his pupils dilated prior to surgery, was left unstated by the FDA panel. Continued in b6.